Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the vessel sealer extend instrument showed that the instrument was installed 5 times, and it passed homing 5 times. A total of 133 cut complete events were recorded, with no errors. The e100 logs show 3 coag events with no errors and 144 seal events with 3 high initial starting impedance errors. The instrument was used for 1 hour 42 minutes. The system logs show no errors related to the complaint.

Event description:
It was reported that approximately 6.5 hours after a da vinci-assisted laparoscopic abdominoperineal resection (apr) procedure, the patient began to hemorrhage from the superior rectal artery. An emergency laparotomy was performed, with evacuation of the blood and suturing of the artery. It was confirmed during the emergency procedure that a vessel sealer extend (vse) instrument was used to seal the artery in the area where the vessel was bleeding. The target vessel was not under tension during the sealing and cutting process, and it was not greater than 7mm in diameter. During the primary operation, there was no evidence of vessel calcification, which would be normal for the patient's advanced age; however, the surgeon felt some calcification during the emergency surgery. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. It was a normal sealing process, which completed with the fast audible tones, as expected, and tissue effect was observed during the sealing cycle. Tissue was never cut that was not fully sealed. The surgeon sealed the vessel in two places, as they usually do. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio-debris) prior to or during the sealing cycle. No issue occurred with the vse during the initial procedure, such as delayed sealing, insufficient sealing, or errors. The estimated amount of unexpected blood loss was 3 liters; the patient's hemoglobin was 1.1 g/dl, and 8 units of blood were transfused. Per the surgeon, if they had waited 10 more minutes to perform the emergency procedure, the patient would have expired. It is uncertain if the patient will have long-term complications as a result of this event; the patient had a longer hospital stay, and she was admitted to the ICU for 2 days. The patient has been discharged and is recovering.